Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The physician presented in clinic after receiving inappropriate therapy. The device was interrogated and noted to be in backup mode. Premature battery depletion and a defect on the right ventricular (rv) lead were suspected. The device and rv lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2938836-2020-07028.

Manufacturer narrative:
As received, the distal end of the lead was returned in one piece. Right ventricular shock coil was removed and visual inspection found internal insulation abrasion breaching the ring electrode cable lumen under the right ventricular shock coil. The ethylene tetrafluoroethylene cable coating of both ring electrode cables were abraded in this location. The cause of the reported events was isolated to the internal insulation abrasion exposing the ring electrode cables under the right ventricular shock coil. The reported events of inappropriate shock and malfunction suspected were confirmed.